Event description:
It was reported that a shaft break occurred. The 90% stenosed, 23mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 10cm away from the balloon. No segment of the balloon was detached inside the patient and the procedure was completed with another of the same device. No patient complications were reported and te patient's status was stable.

Event description:
It was reported that a shaft break occurred. The 90% stenosed, 23mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 10cm away from the balloon. No segment of the balloon was detached inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the balloon ruptured and there was a hump on the bi-component. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 91.5cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 11:15 am CT. The report number is being corrected from: 2134265-2018-64344 to: 2134265-2018-62286.

Event description:
It was reported that a shaft break occurred. The 90% stenosed, 23mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the delivery shaft was fractured 10cm away from the balloon. No segment of the balloon was detached inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 91.5cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.